Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a static fill estimate of 100 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer support explained that this issue could occur when pressure measurements used to calculate remaining insulin varied widely and advised that gauge would begin counting down normally once actual insulin amount matched displayed value, and caller understood and acknowledged this explanation.